Event description:
It was reported that when the physician deployed the ivc filter, it was identified that three of the filter legs were crossed. Reportedly, the physician tried to uncross the filter legs by tapping on the filter with a catheter and also with a wire; however, the legs still did not uncross. Therefore, the physician gained access through the jugular vein and retrieved the filter with a recovery cone. Reportedly, even after removing the filter, the filter legs were still crossed. During the deployment of the filter, the vena cava was free of thrombus or clots. Prior to identifying the crossed legs, there were no difficulties advancing or deploying the filter. The indication for filter implant was dvt. The physician successfully deployed a competitor's filter. There was no report of any injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.